Event description:
It was reported that this right ventricular (rv) lead exhibited noise. No oversensing was observed. The physician performed a lead revision and it was explanted and replaced. No additional adverse patient effects were reported. It is expected to receive this lead for analysis.